Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to an effect of the video connector receptacle lock not working and the receptacle electrical contact corroded. The most probable cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited a screw lost,detached, receptacle lock on video connector did not work and electrical contact corroded. There was no patient involvement.